Event description:
Reporter alleged obtaining discrepant blood glucose results of 176mg/dl back to back with a result of 76mg/dl when testing was performed less than 10 minutes apart on the advantage system. No hyperglycemic or hypoglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.